Manufacturer narrative:
Section d5: operator of device corrected. Section d6a: date of implant corrected. Section d6b: date of explant corrected. Section d9: corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported low flow events could not be confirmed based on the provided information. Although a specific cause for these events could not be could not be conclusively determined through this evaluation, the account indicated there was tissue present in the left ventricle that was associated with possible obstruction issues. Additionally, evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the reported cuff lock damage which would have contributed to the inability to re-lock the pump to the apical cuff. (B)(6) was returned assembled with the pump cable intact. The outflow graft and outflow graft bend relief were not returned. The apical cuff was returned detached from the device with the cuff lock partially retracted. Examination of the textured, blood-contacting surface of the inflow extension lumen revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the returned pump, visual inspection of the cuff lock revealed that the latch arm was slightly bent downward and inward out of plane. Further inspection revealed markings and deformations on the latch arm which appeared consistent with use of a tool. Although the account indicated that the cuff lock was bent while being unlocked from the apical cuff, a specific root cause for the observed damage could not be conclusively determined through this evaluation. The cuff lock assembly was reassembled, and engagement testing was performed using the returned apical cuff. Due to the observed latch arm damage, the cuff lock was not able to be properly engaged. This observation is consistent with the report that the surgeon was unable to re-lock the pump to the apical cuff. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event log file retrieved from the returned device captured the fixed speed at 3000 rpm following the initiation of support. The file did not contain any relevant events capturing the fixed speed above 3000 rpm. No notable events were captured. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This chapter also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This chapter also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Chapter 5 of the IFU provides information on priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Chapter 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. This section also warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device. This chapter also states that a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 5 of the IFU provides instructions on how to unlatch the slide lock. This chapter states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (document #(B)(4), rev. A). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The "using the unlock tool" section provides steps to follow to open the slide lock. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that after de-airing was completed, weaning cardiopulmonary bypass (cpb) had started. The heartmate 3 (hm3) ((B)(6)) was turned on 3000 rotations per minute (rpm), gradually ramped up to 4000rpm, then continued to increase rpm until 4800 rpm was reached. It was noted on system monitor that flows were running low at 0.2 liters per minute (lpm) with pulsatility index (pi) at 11-13, and power at 2.7 watts. On echocardiogram, the left ventricle (lv) was not unloading. Rpm was increased to 5000 rpm and flows decreased to 0.0 lpm. Pi and power remained the same. Troubleshooting was started. After echocardiogram assessment of lv and outflow graft (ofg) anastomosis it was decided that the pump had possible "air lock". The hm3 was turned off, ofg was clamped and hm3 unlocked from apical cuff. The surgeon back flowed blood through the pump and then repositioned the hm3 back to apical cuff via wet-to-wet connection. The power module and system monitor were swapped, the hm3 was turned back on and the de-airing process restarted. Weaning cardiopulmonary bypass (cpb) was restarted, and the rpm was ramped to 4000. The flow reflected 0.5 lpm. Then as ramping up to 5000 rpm, flows decreased to 0.0 lpm. The lv was full and not unloaded. It was decided to swap hm3 for possible pump issues. After the pump exchange and de-airing of hm3 ((B)(6)) the rpm was ramped up to 4000, flows were at 0.5 lpm, pi was 10-11, and power was 2.9 watts. An echocardiogram assessment showed blood moving into the flow. Rpm was then ramped to 5000 rpm and flows decreased to 0.1-0.2lpm. The surgeon saw something on the echocardiogram and removed the pump to remove tissue in the left ventricle (lv) for possible obstruction issues. When the surgeon unlocked the pump from apical cuff using the unlock tool, they somehow bent the locking mechanism and could not re-attach and lock the hm3 to the apical cuff, so another hm3 ((B)(6)) was brought into room to place in patient. A right ventricular assist device was placed. Intravenous (IV) inotropes and blood/blood product transfusions were given. Due to the long cardiopulmonary bypass, 2 pump exchanges, rvad placement, medications, and blood product requirements, the patient did not survive the implant procedure.